Event description:
Customer reported being hospitalized due to high bg, pt was in a coma. Cause of hospitalization as per md was gastroparesis. Explained to customer the 2 high bg rule and instructed to call back for hp test when clamp arrives.